Event description:
Approximately two years and eight months post implantation, the site reported that when pressing the test button on the battery, the battery capacity display did not work properly. The battery was replaced. There was no reported patient injury as a result of this event. A preliminary review of the log files indicated the patient experienced a pump stop on the same date of the reported event.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that when pressing the test button on the battery, the battery capacity display did not work properly. The battery was removed from service and the patient was provided with a replacement device. There was no reported patient injury as a result of this event. The battery ((B)(4)) was returned to the manufacturer for evaluation. The returned battery passed external visual inspection but failed functional testing as a result of the gas gauge led display segments failing to light up when the gas gauge switch was depressed. During visual inspection of the battery gas gauge led display female pin connector, it was noted that there was a contamination inside of each pin connector, causing an intermittent connection between the pcb electronics and the gas gauge led display. The most probable root cause of the reported display error may be attributed to the contamination found in the battery gas gauge led display female pin connector. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.